Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the pt on seventeen days later. On the evening of three days prior to original date, the pt was getting ready for bed, when his mother found him non-responsive. Earlier in the evening, at approx 10:00pm, the pt had tested and taken regular insulin, which was based on the meter result. (He does not have the specific meter result or insulin dosage obtained). She called the paramedics and gave him a peanut butter and jam sandwich. The paramedic's meter read between 33-35 mg/dl. His meter read 253 mg/dl after eating the sandwich. The paramedics monitored his blood glucose levels and then left. This complaint is reported, as the pt alleged his meter was reading high, he claimed that he took insulin based on that meter result and subsequently became hypoglycemic. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.